Event description:
According to the company representative description: 'the patient was being lifted into a standing position using the sara plus. Once in the standing position the patient became unsteady. He tried to step off of the foot board and then collapsed. In an attempt to release him from the sling the staff let loose the sling cords. He then slumped down catching his throat against one of the sling cords. He started to asphyxiate and the crash team was called'.